Manufacturer narrative:
The technician isolated the issue to the left caregiver control which was just replaced the prior week. The technician replaced the caregiver control to repair the bed.

Event description:
Information received indicates the bed hi/low function rises by itself.